Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was observed to have a broken conductor wire. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the follow-up information was gathered from nogami/ clinical engineer. The instrument was inspected prior to use and no damage or anything out of the ordinary was observed. It is unknown what surgical task was being performed when the issue occurred. The type of damage observed of the black (conductor/ energy) cable was full cable breakage. Instrument was not energized after breakage. There were no signs of thermal damage at site of breakage. The instrument did not collide with any other instrument or tool during the procedure. The damage did not result in a fragment fall inside of the patient¿s anatomy. Patient demographic was not provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm instrument for failure analysis investigation. The instrument was analyzed and visual inspection did not reveal any damage. The instrument passed electrical continuity. The instrument passed the grip force test. The instrument was fully functional. No sealing errors found in logs. No product issues were identified. Additional findings not related to customer reported complaint: the instrument was found to have a frayed grip cable at the distal end. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no broken conductor wire. The force bipolar was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed additional observation of frayed grip cable, and the probable root cause is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.